Event description:
It was reported that there were concerns this cardiac resynchronization therapy pacemaker (crt-p) device induced a ventricular tachycardia (vt) due to the biv-trigger pacing feature. Upon review, technical services (ts) stated that there was no atrial channel for this cardiac resynchronization therapy pacemaker (crt-p) device, so it is unsure if this was real vt, and they were unable to verify normal underlying qrs morphology for comparison to non-sustained v episode morphology. Technical services (ts) suggested that if the physician was concerned that biv trigger was potentially arrhythmogenic in this particular scenario then biv trigger can be turned off as a clinical decision. This device currently remains in service. No adverse patient effects were reported.